Manufacturer narrative:
Additional information is being requested from the field. This report will be updated if any new information should be obtained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) impedance measurements of less than 200 ohms. It was noted that the device emitted tones. Boston scientific technical services (ts) verified that the beep for oor impedance is programmed on for the device and confirmed that this is likely the cause of the beeping. Ts discussed troubleshooting options. The healthcare provider (hcp) was to follow up with the field representative. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that noted troubleshooting was performed and the device tones were turned off. The patient would continue to be monitored. No adverse patient effects were reported.